Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event occurred on an unspecified date and involved a primary plumset that leaked during an infusion of paclitaxel. There was no harm reported. This is 4 of 6 patients involved.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage on 140099290 could not be confirmed. Without the return of the sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and there were no nonconformance's found that would have led to the reported complaint.